Event description:
It was reported and per investigation that a patient with a 25mm 3000tfx aortic valve has been placed under evaluation/consideration for a valve-in-valve procedure after an implant duration of 6 years and 7 months, due to calcification with stenosis. The patient presented with shortness of breath, chest pain and fatigue.

Manufacturer narrative:
Updated sections: a3a, b5, b7, d1, d4 model number, serial number, expiration date, and UDI number, d6a, e1 contact, g3, g6, h4, h6 health effect - clinical code, and type of investigation.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a ce magna aortic valve has been placed under evaluation/consideration for a valve-in-valve procedure after an approximate implant duration of 6 years and 2 months, due to calcification with stenosis.

Manufacturer narrative:
Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. A device history record (DHR) review was performed, and no relevant non-conformances were identified. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including years, and hyperlipidemia (hld).